Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. The representative was unable to duplicate the reported issue during testing. The representative spoke to staff and discovered that the imaging system was in contact with the patient table, causing the inner door covers to make contact with the gantry. There was no damage to the system. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the site was taking a 3d spin intraoperatively and the imaging system¿s gantry made a popping sound during the 3d image acquisition. It was noted that the system was fully functional otherwise. There was no surgical delay due to this issue, and there was no impact on patient outcome.